Manufacturer narrative:
Date of event was approximated to (B)(6) 2018 as no event date was reported. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro rx-s retrieval balloon device was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during the procedure, it was noted that the distal tip of the catheter including the balloon detached during stone extraction. Reportedly, the detached part was retrieved using a grasping device. The procedure was completed with another extractor pro rx-s retrieval balloon device. There have been no patient complications reported as a result of this event.